Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. (B)(4).

Event description:
Medtronic received information that during the coiling treatment the concerto coil would not detach. No further details provided. No patient injury reported as a result of the procedure.